Manufacturer narrative:
As reported, after the sealant was deployed at the proper location, there was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. Manual compression began immediately and was done for ten minutes in order to achieve hemostasis. The user was certified on the use of the mynx was had used it five times prior with 100% success. The patient did not have any relevant medical history and was not on anticoagulants, antiplatelets or any thrombolytics. The patient¿s inr was 0.97. The mynx was used following a diagnostic heart catheterization. The device was removed from the packaging according to the instructions for use (IFU). The sealant was not exposed during prep, while removing the device from the package or during deployment. The stick location was at the common femoral artery (cfa). The puncture femoral site was appropriate but had a high bifurcation. The vessel had no tortuosity, presence of peripheral vascular disease (pvd) or calcium. There was no posterior wall puncture. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer (si). The vessel was an arterial vessel and the diameter was verified to be greater than or equal to 5mm in diameter. There was no significant resistance when shuttling down. Unusual force was noted to have been applied when retracting the sheath and a small amount of sealant was noticed at the distal end of the sheath. The advancer tube was engaged or visible and the user shuttled down completely. The patient did not develop a hematoma immediately after the sealant was deployed. The patient did not have an extended hospitalization and is noted to have recovered. The device will not be returned for evaluation as it was discarded. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instruction for use, users are instructed to pull lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, after the sealant was deployed at the proper location, there was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. Manual compression began immediately and was done for ten minutes in order to achieve hemostasis. The user was certified on the use of the mynx was had used it five times prior with 100% success. The patient did not have any relevant medical history and was not on anticoagulants, antiplatelets or any thrombolytics. The patient¿s inr was 0.97. The mynx was used following a diagnostic heart catheterization. The device was removed from the packaging according to the instructions for use (IFU). The sealant was not exposed during prep, while removing the device from the package or during deployment. The stick location was at the common femoral artery (cfa). The puncture femoral site was appropriate but had high bifurcation. The vessel had no tortuosity, presence of peripheral vascular disease (pvd) or calcium. There was no posterior wall puncture. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer (si). The vessel was an arterial vessel and the diameter was verified to be greater than or equal to 5mm in diameter. There was no significant resistance when shuttling down. Unusual force was noted to have been applied when retracting the sheath and a small amount of sealant was noticed at the distal end of the sheath. The advancer tube was engaged or visible and the user shuttled down completely. The patient did not develop a hematoma immediately after the sealant was deployed. The patient did not have an extended hospitalization and is noted to have recovered. The device will not be returned for evaluation as it was discarded.